Event description:
A balloon leak was noted via alarms and blood in tubing. The iab was removed and replaced with competitor's iab in the (l) groin. The pt bled from original insertion site (r groin). Attempts to control bleeding were made with sand bags and femostop. Bleeding continued until removal of competitor's balloon. The pt is reported in guarded condition.